Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2218-50 serial: (B)(4). Description: linear st lead, 50cm. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted on one of the patient's leads. The patient underwent a revision wherein a lead was replaced. No device malfunction was suspected. The patient was doing well postoperatively.